Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of button error and unexpected restart alarm on the customer's insulin pump. The customer's blood glucose at the time was 189mg/dl. The father states the alarm prompted and could not be cleared. The father states the buttons are unresponsive. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no up arrow button response due to corroded keypad traces. No unexpected numbers scrolling testing. The insulin pump passed the a21 error test. No a21 alarm noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.